Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that the customer experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. Customer reported that cannula was bent and she had blood at her site. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.